Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The photo shows a partial view of the dilator and sheath in which the distal end of the sheath is noted to be deformed, and the dilator tip was bloody. Therefore, the investigation is confirmed for the reported deformation issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a female patient underwent a port placement procedure using powerport isp MRI 6f chronw/os. During the procedure, it was reported that the sheath was allegedly found to be flared and could not be used properly while flushing. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using for a breast cancer chemotherapy. During the procedure, it was reported that the sheath was allegedly found to be flared and could not be used properly while flushing. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.